Manufacturer narrative:
Describe event updated to correct event from (B)(6) architect anti-hcv results on the initial report to the correct event information of (B)(6) architect anti-hcv results. Ticket searches determined that there is a normal complaint activity for the likely cause lots and the tracking and trending report review determined that there are no related adverse or non-statistical trends. The issue regarding (B)(6) results (which was originally chosen) was wrong. Therefore no testing will be performed for this complaint. The performance of the likely cause lots was investigated by completing a review for non-conformances or deviations related to the likely cause lots. No related non-conformances or deviations were identified. A review of labeling concluded that the issue is adequately addressed. Based on this data, the product is performing as intended and no product issues were identified.

Event description:
Additional information was received through product evaluation that the (B)(6) architect anti-hcv results were correct. The correct event information is the account generated (B)(6) architect anti-hcv results on 6 patients that were confirmatory (B)(6). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product list 06c37, that has a similar us product distributed in the us list 01l79. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false negative architect anti-hcv results on 6 patient samples that were confirmatory reactive. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).